Event description:
The pt reported having recurring infection and draining at the abutment site. Two revision surgeries were done (dates not reported) but did not alleviate the problem. The pt currently is being treated with antibiotics. The pt is scheduled for a revision surgery (date not reported).

Manufacturer narrative:
This report filed, october 27, 2008.